Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low blood glucose with frequent alarms while using an ilet pump, leading to ongoing carbohydrate intake and a recommendation from the user¿s dietitian to stop using the device. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment. Investigation included multiple outreach attempts for troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia remained unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.